Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's generator and lead was explanted due to infection within 3 months of implant. The manufacturer's device history records of the generator and lead were reviewed. Sterility of the products prior to release was verified. No further relevant information has been received to date. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.